Manufacturer narrative:
A philips bench repair technician (brt) evaluated the device and confirmed that speaker was broken inside the unit and it did not pass sound or beep test. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the devices speaker was broken and there was no sound. The device was not in use at the time of the event. No adverse event occurred.